Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause could not be determined. The device was returned unrepaired.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with a failure code 810:11. The device was received by baxter and it was determined that the event occurred during delivery. It is unknown if there was patient injury or medical intervention related to the device. The software version for this device (B)(4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).